Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up for treatment two opsite flexifix gentle 5cmx5m were removed, much of the silicone adhesive removed with the carrier and did not remain on the film, so it could not be used. It is unknown how the treatment was continued. No delay was reported.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation, without a physical sample we cannot confirm the reported event the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the instructions for use. A documentation investigation has been conducted, confirming that the product met manufacturing specifications upon release for distribution. Complaint history shows previous events of this nature, with corrective actions assigned. The complained product was released prior to the actions being initiated. The instructions for use and risk files, mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete with no additional corrective actions deemed necessary.